Event description:
During an incident in 2003 involving a pt in cardiac arrest, the unit shut off while charging to shock. The battery was replaced with another and the unit again shut off while charging to shock. An als crew arrived and used their defibrillator to shock the pt. The chief complain was for an unresponsive pt. The pt was found sitting on a couch, unresponsive, by a friend who called 911. The friend states a down time of 10 - 15 minutes. The crew moved the pt to the floor and started CPR. The pt was pronounced at the scene. The crew stated the defib was checked at the start of tour.